Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 213mg/dl. Advised insulin pump would be replaced. No additional information is provided.